Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself more than once during patient use. The patient, a male, was diaphoretic upon arrival. The firefighter/emt's on scene using the physio device stated that the screen went "black" more than once during the event. One (1) 200 joule shock was delivered with the physio device prior to the arrival of an als crew. The als crew then continued to provide care to the patient using their device (manufacturer/model unknown). The patient survived the event and there were no adverse effects reported. Upon returning to their facility, the customer was able to reproduce the reported failure by jiggling the unit near the battery. Each time he did this, the unit powered off.

Manufacturer narrative:
With regards to the patient event, the customer later confirmed that the backup device used by the als crew was a physio-control lifepak 15. Physio-control received the customer's device for evaluation. Physio then downloaded the electronic patient record from the patient event and observed that the record ends abruptly without a power off annotation, indicating that the device lost power for reasons unknown. Physio examined the customer's device but was unable to duplicate the reported failure. When the device arrived it showed "ok" on the readiness display. The device then powered on, monitored and defibrillated without any discrepancies. The cause of the reported failure could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Physio-control performed a supplemental clinical review of the reported event and determined that the device use may have contributed to a serious injury of the patient. This was determined due to the need of a backup device (medical intervention) being used during the event.